Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Event description:
(B)(6) 2020: ascend flex reverse surgery was performed. Lately in (B)(6) ,2020: signs of infection were found after the surgery. (B)(6) 2021: revision surgery was performed. All the implants were removed, the affected part was cleaned, the spacer made by cement was implanted, and the surgery was completed.